Event description:
It was reported that the suction canister exploded and sent shards across the room. There was pt involvement but no adverse consequences alleged with this event. There was no reported delay in the procedure as the procedure was completed using another device.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation results require.